Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the touch misalignment was confirmed. A screen calibration was performed; however, the issue was not resolved, the user interface assembly was replaced to resolve the issue. Prior to returning the device to service, the device was checked, cleaned, and tested. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.